Event description:
It was reported that the patient visited the clinic for a fitting appointment, during which in situ testing showed 9 electrode channels with status hi and 2 with status sc. The patient's parents reported that the patient had fallen and hit his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.